Manufacturer narrative:
This supplemental report is being submitted to provide the additional information from the legal manufacturer regarding the final investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As the result of DHR review by mbc, the subject device was shipped from the factory in accordance with specifications. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event are as follows: the legal manufacturer reported that it was confirmed that the reprocessability of the device was confirmed by conducting the appropriate processing according to IFU. (Cleanability /disinfectant /sterilization). The legal manufacturer states that the impact of misuse in the IFU states that improper cds processes can cause infection.

Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of our investigation, during the onsite visit the ess informed the customer that suction was a necessary step. The ess reported that the user facility will be implementing the step immediately. In addition, the ess provided an in-service that consisted of reprocessing training and including pre cleaning, leakage testing, manual cleaning and storage using information from the olympus reprocessing manual. The customer was provided the gi endoscope cleaning wall charts.

Event description:
The service center was informed that during a reprocessing in-service at the user facility with an endoscopy support specialist (ess), the customer reported that the suction step is not performed prior to flushing the scopes with detergent. There was no patient infection, patient involvement or device positive culture reported.